Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic was torn off along with part of the lens optic and was missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens haptic torn off. The lens was removed without enlarging the incision. No sutures were required to close. No patient injury.